Event description:
When preparing the tibia, the attune revision cemented conical reamer 250620103 got stuck in the attune revision tibial prep tower. It took a few extra minutes for the surgical team to complete the procedure. Upon inspection of the instruments after the operation you can see that the reamer is burred. The operation was successfully completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿when preparing the tibia, the attune revision cemented conical reamer 250620103 got stuck in the attune revision tibial prep tower 250620100. It took a few extra minutes for the surgical team to complete the procedure. Upon inspection of the instruments after the operation you can see that the reamer is burred. The operation was successfully completed". The product was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that attune rev tibial prep tower was received disassemble form its mating device, therefore the jammed allegation cannot be confirmed. However, several scratches and nicks were observed in the inner surface. Where the mating device assembles. Additionally, the functional test revealed that the returned attune rev tibial prep tower was not able to advance through the "fb" line of the attune rev tib cem conical rmr. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces such as off axis drilling under power and not properly align the reamer prior the insertion into the tower. The overall complaint was confirmed as the observed condition of the attune rev tibial prep tower would contribute to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.